Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer. The video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned video baton 2.0 large and confirmed the reported image issue. The technical service representative reported that the video baton 2.0 large produced a split screen when it was connected to known, good, test equipment. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to baton failure. Since the glidescope video baton 2.0 large is not repairable and a replacement was already provided to the customer, the glidescope video baton 2.0 large used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the video baton connection was very loose causing the screen to black out and glitch during intubation. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.